Event description:
This ra lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that ra lead had pulled out since generator change. The physician was dr. (B)(6) at (B)(6) hospital and medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).